Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, elevated, out of range high voltage impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the issue. Patient was in a stable condition with no adverse consequences.